Event description:
An employee at hosp experienced a needlestick while transporting a large container for disposal. Apparently a large 'syringe' (?needle) had protruded through the bottom of the container and as the employee went to dispose of it they got stuck. Container was discarded after the incident and is not available for inspection or testing.